Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a suspected pump thrombus. The patient came into the emergency department with low flow alarms and low flow readings. The patient's international normalised ratio (inr) was over 3.0 and the patient had elevated lactate dehydrogenase (ldh) levels in the 900s u/l when admitted. The patient's ldh is usually in the 300s u/l. The patient had a ramp study, which showed the aortic valve was opening with every beat with increasing speeds. The flows came up from 3 lpm to 5 lpm after having been put on heparin and integrilin. The patient's clinical status was monitored and administration of tissue plasminogen activator was considered. It was reported that the patient was discharged on acetylsalicylic acid, clopidogrel and warfarin.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. A full evaluation could not be conducted and a root cause for the reported event could not conclusively be determined because the system was not returned for analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered an ischemic and hemorrhagic stroke. Care was withdrawn and the patient expired on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 10 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.